Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath could not be tested/confirmed due the sheath not being returned. The reported stretched shaft was not confirmed; however, the shaft was found to be flattened. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath and the reported stretching/flattened shaft appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during removal of the protective sheath and stylet, difficulty was noted. When the sheath and stylet were finally removed, the balloon dilatation catheter was noted to be stretched. The device was not used and there was no patient involvement. A non-abbott dilatation catheter was then used. No additional information was provided.